Event description:
An ocd field engineer reported on behalf of the customer that a negative result was issued by the ortho provue gel camera to a visually confirmed mts anti-igg card that had fibrin like particulates in all three microtubes when performing the 3 cell screen test. The sample was tested on (B) (6)2009 for the type and 3 cell screen test. No discrepancy with the patient's blood type in the mts abd/rev gel cards. The customer made the observation by reviewing the image in the result module. There was no indication of any panel studies performed on the patient sample. No reports of any discrepancies to any other patients or any qc testing on the provue. Customer repeated the testing of the sample using the same components and confirmed the screen to be negative. Customer is confident that the patient does not have an allo-antibody.

Manufacturer narrative:
Ocd second level support (tac) reviewed the provue log files regarding the sample in question. Review of the tif image confirmed the customer's observations. Fibrin-like particulate matter was observed at the top of all three microtubes, in addition to the negative cell button at the bottom. An ocd field engineer (fe) arrived at the customer site. The fe performed the reader camera alignment, optics adjustments and created a new reference image. Qc testing was acceptable. This customer has not logged any similar complaints against this analyzer since this incident. Repairs have returned this instrument to expected operation. Incident is isolated. (B) (4).